Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an unsuccessful whipple surgery, the surgeon declared that due to defective device and misfired of the needles, the operation failed and caused complication. After weeks of hospitalization, three operations were done to try and fix the patient but died from sepsis.